Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting end-of-life indicators. Guidant received additional information that this device displayed a fault code 05 (charge time-out) during performance of a manual capacitor reformation.